Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Eval: method - the device history and sterilization records were reviewed. Results - review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the reported infection. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2010-06312. The pt's ((B)(6)) scs system included an ipg and surgical lead. It was reported, the devices were explanted due to an infection. Culture results tested positive for staphylococcus aureus. Intravenous and oral antibiotics were administered to the pt as treatment. F/u on this matter found the pt's condition is improving.